Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. In addition, the customer reported that due to the unit of measure change, he self-treated with insulin based on the readings and experienced symptoms of hypoglycemia, memory loss, sight loss, and dizziness. The customer was transported via ambulance to a local hospital and diagnosed with hypoglycemia. The customer could not remember if he was given any prescription drugs or medication or any non-prescription treatment. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the letter.